Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt had high impedance on system diagnostics. No known pt manipulation or trauma has occurred. X-rays were performed and reviewed, but no anomalies were noted. Evoked potential monitoring was also performed which gave the indication that a lead fracture was present. The pt has not experienced any adverse events, but the device was turned off due to the high impedance. The pt will be referred for revision surgery, but it has not occurred to date.